Event description:
The customer reported that the system was displaying an error message and would not expose. The system was not booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply contacts were cleaned. The system was then found to be operating as intended.